Event description:
It was reported that for the last two nights, the patient¿s legs were ¿jumping around¿ and the right leg was ¿quite sore¿ on the day of the report. The reporter indicated that the patient¿s stimulation was up high and was consequently decreased. The reporter didn't remember stimulation amplitude being set at ¿five-something¿. The patient could reportedly not feel stimulation at the time of the report. Stimulation was increased so the patient could "barely feel it". However, the patient¿s legs were "jumping" and as a result, stimulation was decreased even more. It was noted that the patient was at group 1 and she was going to see how the lower setting went. It was further reported that the patient¿s implantable neurostimulator (ins) was normally programmed in the ¿2 range¿. The reporter indicated that the patient was at 2.8v the night prior to the report. However, when the patient woke up, her legs were "jumping" and she became sore from that. The ins amplitude was checked, and was at 6.6v at that time. The patient was instructed to turn her ins off until the ins could be checked at a scheduled appointment on (B)(6) 2013. It was later reported that the patient was using an electric blanket during two nights ¿some time ago¿ and it caused her stimulation to increase to ¿5¿ one time and then to ¿7¿. If additional information becomes available, a follow-up report will be submitted.

Event description:
It was later reported the manufacturer representative was not able to identify any electromagnetic interference with the blanket.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va03l5m, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
Product ID: neu_unknown_prog, product type: programmer. (B)(4).

Event description:
Additional information reported that the experienced an overstimulation sensation from their ins. It was noted that the patient's healthcare professional (hcp) told them not to go above 3.5 volts. The patient was also told by their hcp that it was okay to use an electric blanket and had been using the blanket for a few nights and they were fine. Then, one night, they woke up and their legs were cramping, jumping, and "going crazy". It was also reported that the patient's ins was at 7 volts. The patient stated that they did not keep the programmer unit near their bed and did not increase the stimulation themselves. This issue had occurred sometime around (B)(6) 2012 and (B)(6) 2013. In addition, it was reported that one year ago, the medications they were on had "stopped working" which was why the ins device was implanted. The patient had seen the hcp sometime after (B)(6) 2013 where it was noted that they could not turn the ins off and just removed the batteries from the programmer unit. It was reported that they were going to turn the device off to give the patient medications.

Manufacturer narrative:
(B)(4).